Event description:
A pt reported blood glucose results of "245 mg/dl and 140mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips, and control colution were replaced.